Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that a viscoelastic cannula caused capsular rent in three patients during separate cataract surgeries. Additional information has been requested.

Manufacturer narrative:
No lot code or sample provided. No further evaluation or root cause analysis can be conducted at this time. No root cause could be determined as no sample or lot code was provided for analysis. The manufacturer internal reference number is: (B)(4).